Event description:
Reporter alleged in august of 2005, the blood glucose device generated a high result compared to the emergency medical technician (emt) result that was lower. Reporter stated not being able to provide values for the meter or emt result. Reporter indicated being taken to the hospital and treated, however, was unable to provide the type of treatment because she did not remember. No other information was available or could be provided reportedly, despite several unsuccessful attempts that were made by the manufacturer to contact the customer. A request was made for the return of the suspect device and replacement product was sent.